Event description:
Patient reported being injected with unspecified juvederm voluma in the cheek. The patient experienced a "bad reaction" where the area "swelled into hard lumps." There was a "suspected biofilm" and "had to be hylaised out." Patient had a "very distressing year." Information on status of symptoms was not provided.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling and hard lumps are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.